Event description:
The caregiver (cg) contacted product surveillance to report loose minicaps on the transfer set. The cg stated that the home patient (hp) went to the clinic on (B)(6) 2012 to have his 6 month transfer set changed out. The cg said that when the hp went to remove the minicap for therapy that night, it was loose. The hp tried 2 different lot numbers of minicaps and some minicaps from the clinic but the all the minicaps were found to be loose and continued to be from (B)(6) 2012 (this report is covering the (B)(6) 2012 occurrence with a minicap from the clinic). The cg said the hp went to the clinic on (B)(6) 2012 to have the transfer set changed out again. The cg said that she would return a minicap from both reported lot numbers and a minicap from the clinic, if she could find one. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the home patient's (hp) registered nurse (rn) on (B)(6) 2012 regarding the loose minicaps. The rn did not have any of the minicaps to return. No additional information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown. Since the lot number was unknown, a batch review could not be performed. The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). Additional information: the reported problem was not confirmed. A companion sample was returned to baxter. A visual examination and pressure testing were performed, however the reported condition could not be confirmed. Therefore a root cause was not identified.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. The lot number is known and a batch review will be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.